Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow graft malfunction/malposition; inflow valve.causative or contributing factor: no specific contributing cause identified.intervention(s): noneother intervention type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specified component(s) involved: inflow graft malfunction/malposition; inflow valve..